Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during delivery of one onyx frontier stent to the lesion, the stent became dislodged and was wedged in a calcified vessel. The device would not cross the lesion. The target lesion was located in the left anterior descending artery (lad) exhibiting 99% stenosis. An additional wire was delivered past the stent to trap the dislodged stent behind two overlapping shorter stents. It was indicated that the stent was wedged in calcium which contributed to the dislodgement. The device was inspected prior to use with no issues noted. The device was prepped according to IFU, with no issues noted. The lesion was pre dilated with 2.0x12mm compliant and a 2.5x12mm noncompliant balloons. The device did not pass through a previously deployed stent or cell of a stent. Excessive force was not used. The stent was not removed from the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.